Manufacturer narrative:
The device was returned for analysis and a longevity calculation was completed which confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted, however the device had sensed prolonged periods with high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events and can be the cause of lower than expected longevity.

Event description:
It was reported that during the pacemaker check the longevity had decreased from 6 years to 2.5 years over a seven month timeframe. It was mentioned that the patient had atrial fibrillation (af), and the signal artifact monitor (sam) had been disabled inappropriately due to af. Disk analysis was sent in for review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the sam patch loaded which can in the presence of af cause even more power consumption. The atrial sensing was turned off in response to help try to recover some of the consumption, as the majority of the high power drain was thought to be due to patient condition. The device remains in-service. No adverse patient effects were reported. Additional information was received that device was explanted due to upgrade from pacemaker to cardiac resynchronization therapy pacemaker (crt-p).

Event description:
It was reported that during the pacemaker check the longevity had decreased from 6 years to 2.5 years over a seven month timeframe. It was mentioned that the patient had atrial fibrillation (af), and the signal artifact monitor (sam) had been disabled inappropriately due to af. Disk analysis was sent in for review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the sam patch loaded which can in the presence of af cause even more power consumption. The atrial sensing was turned off in response to help try to recover some of the consumption, as the majority of the high power drain was thought to be due to patient condition. The device remains in-service. No adverse patient effects were reported.